Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned screw identified signs of wear but no apparent signs of malfunction. Two separate loosening events were reported - one involving the returned screw, addressed in this investigation; the other involving two unreturned screws whose lot numbers are unknown (addressed in (B)(4)). Functional testing was performed with an in-house mating device. The devices were able to engage as normal. No malfunction was identified. No pre-existing conditions were noted. The product was intended for tooth #16 (universal). X-ray image was provided but the reported could not be confirmed. Appropriate documentation was reviewed. DHR review for the lot (1212236) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1212236) for similar events and no other complaint was identified. Based on the available information device malfunction did not occur. However, the reported event could not be verified as the exact details of event were nonverifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided.

Event description:
It was reported that screw loosened. Removal of gold and replaced with titanium screw.